Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd 3 ml syringe luer-lok¿ tip had a torn package prior to use. The following information was provided by the initial reporter: verbatim: "packaging not tearing smoothly along perforations. The customer was tearing along the perforated side of the strip of product to place individual items into their IV trolley and noticed that it was not tearing smoothly and was causing a tear into the side of the adjoining product causing it to be rendered no longer sterile. Customer has noticed this occurring over the last couple of months and has just realized the extent of product that is being thrown out as no longer sterile.